Event description:
It was reported that the surgeon cut rt thyroid and lt thyroid and then started to suture and the needle driver instrument could not be opened during the da vinci surgical procedure. The nurse noted that the wire by the pulley had been derailed. The instrument was exchanged into a backup instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate or confirm the customer reported complaint of wire derailed by the pulley. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .031 - .213 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found.